Event description:
A ventilator was returned to the manufacturer for service due to service required code. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the keypad was observed. The device's front panel board needs to be replaced to address the issue.